Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable is immersed in water, main body is immersed in water (lens), image sensor is immersed in water. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: connecting section between the camera head section and the control section disconnected due to cable protector is broken and cause traced to component failure for all the additional findings. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - facility name (complete): (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device experienced a connection issue (disconnected) during reprocessing. There were no reports of patient involvement.